Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced leakage. The following information was provided by the customer: nurse was administering subcutaneous medication through injection site. Upon beginning to push the medication, it was found to be leaking through the needle valve, and that the safety cap was missing. It is uncertain when the cap was lost. It is uncertain how much medication from this dosage reached the patient through the catheter. Reports from staff that this catheter is 'known to leak'.